Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the "PICC had a leaking white lumen". No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the "PICC had a leaking white lumen". No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and relevant findings were identified for material c-15802-033a. A non-conformance was initiated for batches 13c20b1733, 13r19k0014, 13c19k1719 , 13c21f0666, 13c21f0667, and 13c19k0683 for extension line/luer hub separation in use. Without the sample returned, it cannot be confirmed if the customer report was the same failure mode. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.